Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing has been confirmed. Upon investigation the monitor was unable to complete essential performance testing or fire pulses. The root cause was isolated to a shorted capacitor on the ca board. The root cause for the shorted capacitor was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to run detect and treat testing.